Event description:
It was reported that (1) hp052 was used during a lap donor nephrectomy procedure. It was reported by the rep that the surgeon got too many solid tones during procedure even after various trouble shooting techniques. A backup handpiece was opened and used to finish the case. There was no consequence to pt.